Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed in the data. During a rerun, the timeouts were replicated. Inspection of the drive mechanism found brass shavings from the tube nut on the leadscrew. It could not be conclusively confirmed that the observed brass shavings on the leadscrew contributed to the timeouts, drive stalls, and reported needle mechanism complaint.